Event description:
During insertion, the guide wire got stuck in the guide wire lumen of the angiosculpt catheter. The catheter and guide wire were removed from the pt. Another angiosculpt catheter was used to complete the procedure.

Manufacturer narrative:
(B)(4). The angiosculpt device got stuck on the guide wire. The physician removed the device and the guide wire as a unit and rewired the lesion to complete the procedure. This resulted in prolongation of the procedure. No clinical injury was reported by the hospital. The angiosculpt device was returned intact to the guide wire. The balloon appears to have been inflated and a portion of the distal scoring element ring at the distal bond is exposed. There was presence of wrinkles on the transition tubing and shaft with multiple bends on the guide wire. During functional testing, the guide wire was unable to be removed from the device. During retraction of the device, it is possible that the users technique caused or contributed to the damaged observed on the device and the bends on the guide wire.